Manufacturer narrative:
Product analysis: a display to backplane cable and a liquid crystal display (lcd) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis and functionality testing was performed, no errors were r ecorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator breath delivery display screen went blank and was not responsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer turned the ventilator back on after removing the patient and the breath delivery (bd) display screen was functional. The service engineer (se) inspected the device and was not able to duplicate the reported condition. The se installed the cable assembly, the status display and the liquid crystal display (lcd). The se performed calibrations and extended self-testing on the device and all tests passed.